Manufacturer narrative:
(B)(6) 2019, received repair statement for the concentrator. It was confirmed that the unit alarmed and had a red light, the 4 way valve was not shifting fully, the pilot valve was stuck, the pe valve was not shifting, the muffler was clogged and the inlet filter was dirty. The most likely probable cause for all listed issues are the result of sieve dust throughout the system. All the above parts were replaced under warranty. If more information is received this record will be revisited.

Event description:
The caregiver stated that she turned the unit on and it started alarming and shutting down with a red light. The patient did not have a proper oxygen back-up and ended up in the hospital for 4 nights because of low o2.

Manufacturer narrative:
The caregiver reported that when she turned the irc5po2v concentrator on it started alarming and shutting down with a red light notifying the caregiver and patient that there was a problem. The patient utilized their non-invacare portable concentrator as a back-up, because she wasn't trained on how to use the big tanks that were in the garage for back up. Unfortunately, it did not supply sufficient oxygen for the patient¿s needs. The patient developed hypoxia requiring hospital admission for 4 nights and 5 days to stabilize her oxygen and get her copd under control. The hospital set her up with replacement stationary concentrator and sent hers off to be repaired under warranty. She is not sure what was wrong with it yet, as they have not received it back. They did set end user up with new tanks and trained them on how to use them in case of emergency again. The end user was referred to a local provider. The product was not returned to invacare; a detailed investigation of the product could not be performed. Should additional information become available, a supplemental record will be filed.

Event description:
The caregiver stated that she turned the unit on and it started alarming and shutting down with a red light. The patient did not have a proper oxygen back-up and ended up in the hospital for 4 nights because of low o2.